Event description:
The customer reported to olympus that the bronchovideoscope had a leak from the bending section cover rubber, the angulation was low, biopsy tube was deformed, the connecting tube had scratches, the distal end had scratches, and showing white balance error. The issue was observed during reprocessing; therefore, no patient or user harm was associated with this event. The device was returned to olympus for a device evaluation and found the forceps elevator had foreign material and the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the bending section cover rubber the water tightness was lost, due to corrosion on the scope identification cable the scope identification was not displayed, the distal end had a dent, the adhesive on the bending section cover rubber was detached, the connecting tube had coating peeling, due to wear of the angle wire the bending angle in the up/down direction did not meet the standard value, the light guide bundle had breakage, the suction connector had corrosion due to water leakage, the connecting tube had a scratch, the control unit had a scratch, the scope cover had a scratch, the up/down plate had a scratch, the angulation lever had a scratch, the universal cord had a dent and a scratch, the suction connector had a scratch, the light guide cover glass had a crack, the electrical connector had corrosion, and the suction connector was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.